Event description:
Complainant alleged that during routine testing and preventative maintenance, the device powered on with a distorted display and then the monitor screen went blank. The complainant indicated that there was no pt involvement in the reported failure.